Event description:
The account alleges that during an arteriovenous fistula angiography the catheter broke distally into 2 pieces. The surgeon did not force the probe or flexible terum guide. One piece could be recovered and the second remained stuck in the patient's arm.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot were found.